Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported, therefore, no qualification records were reviewed.

Event description:
The pt reported that his blood glucose reached "high" (> 500 mg/dl) less than 36 hours after the pod was activated. The paramedic was called and upon their arrival he was rushed to (B)(6) hospital in an ambulance. His bg was reading 745 mg/dl so they placed him on an insulin drip. His bg was still high so they switched his treatment with a manual injection of insulin (exact dosage was not provided) for the next 3 days before being released from the hospital. The pod was removed and discarded.